Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that a standard 118 y set was found with a broken roller. According to the reporter, during the priming step of the set with a platelets sediment, a crack was observed at the level of roller clamp. The set has been replaced. There is no patient involved and there was no patient injury or medical intervention necessary. No additional information is available.